Event description:
During treatment the doctor noted that the treatment tip had gold colored spots on the membrane. The patient developed 30-40 white spots on the right cheek. The patient is currently on antibiotics.